Manufacturer narrative:
The investigation confirmed that non-repeatable falsely elevated vitros trop I es results were obtained from two different patient samples processed on the vitros 5600 system. Prior to service actions, vitros tropi es precision testing was not performed in a manor to confirm the vitros 5600 system was operating as expected. Service actions were performed to optimize instrument performance, however post service vitros tropi precision testing was inconclusive. The investigation was unable to either confirm or rule out the vitros 5600 system or tropi es reagent as contributing factors. Additionally, the investigation suspected that the samples involved may not have been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. Patient 1; 0.079 ng/ml vs. <0.012 ng/ml; patient 2; 0.743 ng/ml vs. <0.012 ng/ml. The falsely elevated vitros tropi es results were reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action. Once identified, corrected results were issued. There was no allegation of inappropriate physician action or patient harm. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).